Event description:
It was reported the patient's extension was explanted and replaced due to skin erosion at the extension site. The doctor also electively explanted and replaced the patient's ipg as a precaution. F/u revealed the extension site is still healing at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.